Manufacturer narrative:
(B)(4). Additional narrative: this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional narrative: broken condition confirmed. Visual examination of the unit confirmed a broken tip of the syringe stuck inside of the fillport. The root cause could not be determined. A batch review was conducted which found no nonconformances.

Event description:
Baxter (B)(6) received a report that (1) infusor device reportedly had the filling syringe broken at the infusor filling port during filling . The syringe tip was reportedly stuck in the filling port. The device was being filled with saline. The actual sample is available. There was no patient involvement and no patient injury and medical intervention. No additional information is available.